Manufacturer narrative:
(B)(6) indicated that there was nothing abnormal about the procedure except towards the end, where the donor stated they started to feel uncomfortable. Haemonetics dispatched a field service engineer who evaluated the pcs®2 plasma collection system on january 20 2018, there were no faults or defects found on the pcs®2 plasma collection system. The device was found to meet all manufacturing specifications. Clinical review of the available information has determined that there is insufficient evidence to determine the donor's symptoms of chest pain was related to the plasma donation.

Event description:
On (B)(6) 2018, haemonetics received a report from (B)(6) of a donor complaining of chest pains during a plasmapheresis procedure on the pcs®2 plasma collection system. The center stated the donor placed the pain at a rating of 10/10 on a pain index scale. Donor was administered aspirin and oxygen prior to being transported and evaluated in the ER.

Event description:
On january 12 2018, haemonetics received a report from biomat rexburg of a donor complaining of chest pains during a plasmapheresis procedure on the pcs®2 plasma collection system. The donation center reported that they responded to the donor floor in the recovery area for a 28 year old male donor complaining of chest pains. Upon arrival to the donor, the donor was holding his chest complaining of tightness in the chest and like somone was sitting on it with his pain being at a score of 10 on a scale of 1 to 10, donor appeared to be pale and was sweating. Ems was called at 0810, started to record vital signs and administered oxygen at 15 lpm via simple mask, and 325mg of aspirin; upon examination the donor had clear and equal breath sounds in all four fields, skin was cool and clammy and then donor stated he had a feeling of being hot after that. The donor then stated he felt short of breath and started to get tingly feeling in his legs. The donors respirations were at 32 per minute and the donor was coached on his breathing which helped with the tingling in his legs but pain remained the same in the chest. Ems arrived and transferred care to ems and provided report of interventions and donor history. Ems performed a 12 lead EKG which showed normal sinus rhythm and the donor 02 saturation at 100% at 15 lpm. The donor then stated the pain was moving over to his right side. Then the donor made a statement that he was in the ER on christmas day for a similar chest pain and was discharged with costochondritis. Upon further evaluation by ems and due to the amount of pain experienced by the donor, ems transferred the donor to the ambulance and transported the donor to madison memorial hospital for further care and evaluation. The donor left the donation center in fair condition.

Manufacturer narrative:
On january 12 2018 haemonetics received a reported incident of a donor experiencing chest pains during a plasma collection procedure using the haemonetics pcs®2 plasma collection system. Biomat rexburg indicated that there was nothing abnormal about the procedure except towards the end of the procedure, when the donor stated they began to feel uncomfortable. Biomat indicated that an ambulance was called and the donor was transported to madison memorial hospital. On january 20 2018 haemonetics dispatched a field service engineer to evaluate the pcs®2 plasma collection system. There were no defects or malfunctions identified at the time of evaluation, the device met all manufacturing specifications and was returned to service. Biomat had followed up with the donor the afternoon following the donor's hospitalization where the donor stated that he was diagnosed with abdominal pain and atypical chest pain, with continual follow up required on his gall bladder, he was given a prescription for famotidine for acid production. Biomat followed up the following day on january 13 2018 where the donor stated that they had felt they had recovered from the incident, donor was notified that they are temporarily deferred pending a medical review from the center medical director. Based on the clinical information available, there is insufficient evidence to determine the donor's symptoms of chest pain was related to the plasma donation.